Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. At an unspecified time, the device was programmed to deliver an unspecified IV fluid, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device alarmed with an e321 (battery charger timeout) error code. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.